Event description:
Warm pack applied to pt's neck inside MFR provided protective sleeve. Thirty minutes later, pt found to have partial thickness burn the size of the warm pack (skin red and blistered).